Manufacturer narrative:
Qn#(B)(4). No iabp part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of short battery runtime is not able to be confirmed. According to the field service report, the battery was replaced. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
There was no patient involvement. It was reported that during service, the biomed found that the battery had a short run time. As a result, biomed replaced the battery.

Event description:
There was no patient involvement. It was reported that during service, the biomed found that the battery had a short run time. As a result, biomed replaced the battery.

Manufacturer narrative:
(B)(4).